Event description:
The customer reported the images were real grainy. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep adjusted the camera and ii focus. He also recommended a new image intensifier. The sys operates as intended.